Manufacturer narrative:
Additional information added to:d10. The customer¿s report that the tubing separated and leaked at the drip chamber was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection under a microscope observed that the tubing had insufficient solvent applied between the engagements during manufacturing process. Functional testing was not performed due to the separation and the leaking that would occur. Dimensional analysis of the tubing and drip chamber¿s tubing connection area observed they were within specification(s). The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The root cause was identified as insufficient solvent applied at the engagement of the set¿s tubing and drip chamber outlet port during the manufacturing process.

Event description:
It was reported that the tubing separated at the drip chamber during priming of the line with d5w in the chemotherapy unit. The solution leaked on the floor. There was no force exerted on the product and it did not occur during squeezing of the drip chamber. It was reported that no patient care was delayed and it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing came apart from the drip chamber during priming of the line with d5w in the chemotherapy unit. The solution leaked on the floor. There was no force exerted on the product and it did not occur during squeezing of the drip chamber. It was reported that no patient care was delayed and it did not contribute to, or result in serious adverse impact to patient.